Event description:
It was reported to philips that the equipment was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the equipment's movements were slow, unable to startup. Upon troubleshooting, it was identified that the suite pc was corrupted. The fse reinstalled the suite-pc software and restored the backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.